Manufacturer narrative:
Angiographic media provided and showed an occluded proximal left anterior descending artery and is consistent with an occlusive thrombus; however, stent visualization is limited due to suboptimal image quality. Returned media cannot confirm the reported allegation.

Event description:
It was reported that the patient experienced chest pain and thrombosis resulting in additional intervention. The patient presented with severe chest pain and underwent percutaneous transluminal coronary angioplasty. The target lesion was located in the left anterior descending artery (lad). Following pre-dilation with a 2.75 x 12 mm non-compliant balloon, a 24 x 3.00mm promus premier drug-eluting stent was successfully deployed and by post dilated. Approximately 30 minutes post deployment, the patient developed sudden cardiac pain accompanied by electrocardiogram (ECG) changes. The patient was immediately taken to the catheterization lab, where angiography revealed a 100% occlusion of the lad due to thrombus formation. Thrombus aspiration and pre-dilation were performed, followed by the deployment of an additional stent in the proximal lad to cover the thrombosed segment. The procedure was completed successfully, and the patient made a full recovery.

Event description:
It was reported that the patient experienced chest pain and thrombosis resulting in additional intervention. The patient presented with severe chest pain and underwent percutaneous transluminal coronary angioplasty. The target lesion was located in the left anterior descending artery (lad). Following pre-dilation with a 2.75 x 12 mm non-compliant balloon, a 24 x 3.00mm promus premier drug-eluting stent was successfully deployed and by post dilated. Approximately 30 minutes post deployment, the patient developed sudden cardiac pain accompanied by electrocardiogram (ECG) changes. The patient was immediately taken to the catheterization lab, where angiography revealed a 100% occlusion of the lad due to thrombus formation. Thrombus aspiration and pre-dilation were performed, followed by the deployment of an additional stent in the proximal lad to cover the thrombosed segment. The procedure was completed successfully, and the patient made a full recovery.